Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis". A partial lead with the distal tip measuring 53 cm was returned for analysis. Degradation of optim insulation was found at 12 cm, 10 cm and 9 cm from the distal tip.